Event description:
Patient underwent outpatient laprascopic surgical procedure. Provider utilizing harmonic laparoscopic shears. While using shears, the plastic tip covering the shears of the harmonic separated from the harmonic metal tip. Provider immediately stopped using the device and removed the broken plastic tip from the patients cavity. Device removed from field. Surgical procedure continued and no apparent harm to patient.